Event description:
It was reported, the pt had the implant and seemed to be doing well for the first few months and then began experiencing pain. The dr took x-rays and did not find any problems. The pt's pain got progressively worse and upon further x-ray the gamma nail was found to be broken. The pt was revised.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.